Manufacturer narrative:
(B)(4). Date sent: 4/20/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the aircraft lock (no staples deployed and no cut lines started) ?no locking or did the device start deploying staples and cutting but could not complete the action ? The staples partially deployed during the "basic" manipulation without the operator's will staples were delivered into the tissue ? No/ when used by dr app what was the appearance of the deployed staples (b-shaped, deformed, goal post/straight strands)? Were staples missing on the staple line (no staples present/visible on any portion of the line)? Did the appliance cut the fabric? Not applicable because changing the clamp if the appliance cut, was the cutting line complete? Not applicable how was the problem handled? Clip concerned on the second procedure immersed in a disinfectant detergent and sent to the pharmacy as well as the batches of chargers concerned is the current state of the patient known? Did the event result in consequences for the patient or changes in post-operative management? Is the device available for expertise? Yes, available at the pharmacy the forceps were blocked in the intestine at the time of the anastomosis. It was necessary to change the charger 3 times and lengthen the time of the anastomosis with adverse consequences on septicity and tissue integrity". Clinical consequences: "lost time, peroperative contamination, damaged intestine and significant risk of fistula for the patient". In fact, once the feeder is positioned, when handling the stapler, staples are spontaneously pulled out of the feeder. In addition, the stapler was blocked in the intestine at the time of the anastomosis. It was necessary to change the charger 3 times and lengthen the time of the anastomosis with adverse consequences on septicity and tissue integrity. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a difficult right colectomy, used the autoloader to make the anastomosis between the ileum and colon. This is the first time the surgeon used the device. The forceps were blocked in the intestine at the time of the anastomosis. It was necessary to change the charger 3 times and lengthen the time of the anastomosis with adverse consequences on septicity and tissue integrity, lost time, preoperative contamination, bowel damage, and risk of significant fistula for the patient.